Event description:
The hosp reported that during a svc by biomedical engineering department, it was noticed that there was a cracked lens. Scope was not used for any procedure. No pt involvements were reported.

Manufacturer narrative:
The pt and device codes in h10 were coded by the MFR. Investigation details: the visual inspection shows that, scratches shows on tube shaft and the optic is compromised. The scope was shipped to scholly fiberoptics for further investigation. A supplemental report will be submitted when the investigation results are received from scholly fiberoptics.